Event description:
Pt alleges receiving breast implants on march 6, 1978. Pt also alleges having a lump in her right breast and a mammogram three weeks ago (i.e. Aug. 1996) that showed her prosthesis is leaking badly and needs to be removed.